Event description:
It was reported that, "patient had tka surgery by a dr. In 2006. He dictated using triathlon #3 femur and tibia, #3-11 cr insert and #36 sym patella. Another dr. Has seen the patient due to pain. Upon explanting the solidly fixed insert and patella, it was shown to be a #3-13 cs x3 insert and a 39 sym x3 patella. Did the patient have another surgery? Also a mitek anchor is on x-ray, but not in dictation. Dr(third) removed it. He also looked at the explanted insert and patella and noticed a "yellowing" marking and would like to know what it is. He is looking for any other reasons for the patient's pain."

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted in the supplemental report. This is the same patient/event as MFR # 2249697-2009-00529.